Manufacturer narrative:
(B)(4). Allergan has rec'd the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has rec'd the product however the analysis has not been completed at this time. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time.

Event description:
Allergan's device analysis lab rec'd a lap-band system. Paperwork rec'd with the lap-band system indicated it was removed due to "pelvic pain" and there was a "port leak."